Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating the user was unable to engage the listed device into its safety mechanism following use with a patient. The device needle was left exposed. No patient or clinical injury occurred due to the reported event.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection found the unit to not be in the locked position. The arm was then pulled upon and it was found to lock into place with an audible click, as designed. No problem was found with the returned sample. Investigation was unable to duplicate the reported failure.